Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported to the MFR through the device tracking form from the hospital that the pt's pump was exchanged. The reason noted by the surgeon on the form stated, "inlet occlusion of lvad as well as outflow kink." Additional info was received from the vad coordinator that the pt was admitted into the hospital 12 days prior to the pump exchange with elevated lft's (liver function test), creatinine, ldh and plasma free hemoglobin. Her skin was very jaundice. The pt was having small amounts of bloody emesis for 3 days, but did not report it to the vad coordinator until the third day. The pt was administered anticoagulation medication until her pump was exchanged. The pt's elevated labs slowly normalized before surgery. The pt's pump was exchanged with another lvad. The vad coordinator also reported that prior to the pt's pump exchange (post initial implant of the pump) the pt was very stable after she was discharged to home. The pt had gone back to work and had no complaints. It was reported that no medications would have interfered with her treatment. She was bridged on bivalirudin post implantation of her primary pump. It was reported that "she looked like a gem in clinic."

Manufacturer narrative:
The pt remains ongoing with the new lvad. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.